Manufacturer narrative:
The history of short to shield and pump replacement is documented under MFR 2916596-2019-00384 no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review on a heartmate 2 patient with pulsatility index (pi) events. It was additionally noted that the patient had a history of short to shield and was on an ungrounded cable. Log files captured 118 pi events over a 14-day period. The patient was treated for the pi events with hydration. Additional information was obtained that the patient previously had a pump exchange for short to shield and that there was another short to shield on the new pump.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log file confirmed the reported pulsatility index (pi) events; however, a specific cause for these events could not be conclusively determined through this evaluation. The system controller log file contained events (B)(6) 2024. Of note, several pi events were captured throughout the log file. No other notable events or alarms were captured. The account noted that the patient had a history of short-to-shield and was utilizing an ungrounded patient cable (related manufacturer report number 2916596-2021-05660); however, no evidence of progression in the suspected driveline issue was observed in the submitted log file. The pump appeared to function as intended at the fixed speed for the duration of the file. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instruction for use (IFU), is currently available. Section 1 of the IFU, "introduction", lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses pump parameters, including pulsatilty index. Section 4 of the IFU, ¿system monitor¿, states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had no symptoms associated with the pi events. The patient was treated with hydration, but it was unknown if the pi events resolved with the treatment. The patient was ultimately discharged home. The history of a pump exchange due to a short-to-shield is reported under manufacturer report number 2916596-2019-00384. The history of short-to-shield and use of ungrounded cable on the patient's new pump, serial number (B)(6), is reported under manufacturer report number 2916596-2021-05660.